Event description:
It was reported that the device would continuously shut down when in use on a patient. Several attempts to reboot the device were made but with no success. There was no report of adverse event on the patient.

Manufacturer narrative:
The supplemental medwatch form previously indicated: physio-control evaluated the device and could not verify the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined. The supplemental medwatch form should indicate: physio-control evaluated the device and could not duplicate the reported failure; however during an evaluation of the electronic device data, the reported issue was verified to have occurred. Physio-control observed proper device operation through functional and performance testing. The device was returned to the customer for use. Supplemental information: after additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and could not verify the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.